Manufacturer narrative:
Qn#: (B)(4). Additional information was received from the manufacturing facility. They report that similar damage could not be recreated on the manufacturing line. However, the manufacturing facility was able to recreate similar damage by using a tool to purposefully pinch the hub. This type of process is not included during manufacturing. Therefore the most probable cause is that operational context caused or contributed to this event. The conclusion code has been updated to reflect this new information.

Event description:
The customer reports the catheter has a hole allowing the outlet of liquids. The device was replaced.

Manufacturer narrative:
(B)(4). The customer returned one catheter for evaluation. The catheter contained signs of use in the form of biological material. Visual examination revealed a ruffled separation along the seam of the juncture hub. No other anomalies were found on the catheter. The length and outer diameter of the catheter extrusion were measured and were found to be within specification. The returned catheter extension lines were attached to a 5 ml syringe from a lab inventory syringe filled with water. The distal extension line showed no leaks when the plunger was depressed. The proximal extension line showed leakage on the juncture hub when depressed. The returned catheter juncture hub was cross sectioned and no evidence of over-pressurization or internal damage was observed. A device history record (DHR) review was performed with no relevant findings. The IFU provided with this kit warns the user , "to minimize the risk of pressure induced damage to catheter, do not expose to pressures above 50 psi. Common sources of potentially high pressure include: syringes smaller than 10 cc used to irrigate or de-clot an occluded catheter (a fluid filled 1 cc syringe can exceed 300 psi6) , certain radiographic procedures, and infusion pumps with occlusion pressure limits above 50 psi." The reported complaint of a juncture hub leak was confirmed by complaint investigation. The juncture hub had a separation along the seam, causing it to leak when the proximal lumen was used. The device was cross-sectioned and showed no evidence of over-pressurization or internal damage. Based upon the damage observed on the sample received, the probable cause is manufacturing related. A non-conformance request has been initiated to further investigate this issue.

Event description:
The customer reports the catheter has a hole allowing the outlet of liquids. The device was replaced.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the catheter has a hole allowing the outlet of liquids. The device was replaced.